Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an issue related to the oxygen blending module board was observed. The oxygen blending module was reset to address the issue.